Event description:
A malfunction on the customer's pump was reported, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, and the customer received a replacement pump since the original was out of warranty. The customer was advised to use the new pump and acknowledged the guidance given.